Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit won't recognize ac power input. Batteries are not charging. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). ----------------------------------------------------------------------- follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the ventilator failed to recognize ac power input, and the batteries were found to be completely discharged. The device entered ambient mode. According to the event log, battery low alarms and warnings such as "loss of external power" were present but not regarded. The event did not occur during ventilation, and no patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. We do not know if the test was performed by the technician or whom. But the location of the event is routine testing (no patient involved). According to the log files the date of event was not and cannot be 17.05.2023 since the device was not in use or on at that time. The log file review was 22.05.2023 and that is the same day the device was started. Before that the device hasn't been in use for a long time. According to the log files the batteries are charging very slowly due to discharging. The device was run on battery that was nearly empty. It alarmed and it was put on ac power for a short while and then run it on only batteries again before these had been charged enough. This happened several times and then suddenly the device alarmed with the tfs and went into ambient mode. It has been confirmed in the log file that the event occurredd during ventilation but we do not know if a real patient was connected to the device or if it was a test lung. The device was before that nearly not in use for a year. The power supply was replaced, and the software was upgraded to version 3.0.3. Functional and service software checks were performed according to manufacturer specifications, and the device passed all tests. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023. -----------------------------------------------------------------------

Event description:
The following was reported to hamilton medical ag: unit won't recognize ac power input. Batteries are not charging. No patient involvement.